Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported abnormal battery depletion on the implantable pulse generator . No further information was provided and no patient complications have been reported as a result of this event.